Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found due to damage on charged coupled device unit, the image disappears during angulation in up/down directions, due to damage on charged coupled device unit, insulation resistance value does not meet the standard value, and bending section cover has a scratch. In addition, adhesive on bending section cover has a chip, due to damage on forceps elevator lever(sp), bending section cannot be fixed firmly, video connector has a crack, video connector has a scratch and switch 1 has a crack. Finally, video connector case has a scratch, video connector case has a crack, light guide cover glass has a scratch, light guide connector has a scratch, right/left lever has a scratch, angulation lever has a scratch, right/left plate has a scratch, up/down plate has a scratch, switch 1 has discoloration, universal cord has discoloration, grip has a scratch, and control unit has a scratch. The investigation is ongoing a supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the flex video scope has noise appears in the image when angled down and image disappears during angle manipulation, but returns. The issue occurred during an unknown procedure. The therapeutic unknown procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g2 (inadvertently selected healthcare professional). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that phenomenon 1"image disappeared during angulation operation. The image was recoverable" was caused due to breakage of image sensor unit (i.e. Disconnection) by stress of repeated use, external factors, or handling, or that the components (i.e. Integrated circuit (ic) chip and capacitor), mounted on the electric circuit board had a defect. The event can be detected/prevented by following the instructions for use which state: the instruction manual operation manual "chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.